Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a sensor wire that was retained in the body. The physician reported that the patient claimed to have a sensor wire left in the skin. The patient showed no symptoms of infection or inflammation. There was no documentation of any attempt to remove the wire. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.